Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin, and shortly after, the insulin gauge displayed 85 units. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions. The customer declined to reload the cartridge and would continue to monitor pump performance. The customer reported experiencing an elevated blood glucose (bg) level of 469 mg/dl in the morning. The customer was unsure of the suspected cause but stated being stressed due to outside circumstances. To address the bg level, the customer delivered a manual injection. Recommendation was made to consult with health care provider regarding diabetes management.